Event description:
The reporter of this incident stated that the suspect device was used to test their blood glucose and a result of 958mg/dl was obtained. The customer then did a comparison test with another device which read 258mg/dl. The customer did not have hyperglycemic symptoms and therefore received no treatment.